Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on 2024. No data was provided for evaluation. The allegation and the probable cause could not be determined. It was indicated that the patient rubbed the transmitter, which is misuse of the device. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. It was indicated that the patient was using expired blood glucose meter test strips to calibrate the sensor, which is misuse of the device. The reported glucose values fall within the e zone of the parkes error grid. No injury or medical intervention was reported.